Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A cine of the procedure was returned, but the review did not confirm thrombosis. The reported patient effects of myocardial infarction and death, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for difficult to deploy from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient underwent coronary angioplasty with two xience xpedition stents due to unstable angina. Reportedly, the patient experienced a myocardial infarction and died and was brought to the hospital on (B)(6) 2014. The cause of death as reported by the physician could be probable stent thrombosis. As no check angiography could be done, the physician has provided ptca cd for the evaluation. It was confirmed that the patient was compliant taking branded dual antiplatelet therapy (dapt). No autopsy was done. Other relevant information has been requested from the hospital for analysis purposes. There was no reported clinically significant delay in the initial procedure. No additional information was provided. Cine review noted that the lesions treated were a 100% occlusion in the left anterior descending (lad) and a tight lesion in the left circumflex (lcx). Pre-dilatation was not performed. During deployment of both stents, residual waists were identified. Additional dilatations were performed improving the waists seen in the stents, but some irregularities remained. Flow was clearly adequate after the intervention.

Manufacturer narrative:
(B)(4). The other xience xpedition (2.5x15mm) referenced was filed under a separate manufacturing number. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.